Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro it was stated that the patient had 2nd-3rd degree burns marks on his leg potentially from the hp. The customer was doing a fasciotomy due to a tight tunnel and superficial vein with power supply setting being 2-3. The harvester performing the tunnel plasty on the anterior portion of the tunnel where there was minimal tissue to begin with. Dressings were placed on burns and patient is being treated appropriately according to clinical staff. No new device used and no device return.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro it was stated that the patient had 2nd-3rd degree burns marks on his leg potentially from the hp. The customer was doing a fasciotomy due to a tight tunnel and superficial vein with power supply setting being 2-3. The harvester performing the tunnel plasty on the anterior portion of the tunnel where there was minimal tissue to begin with. Dressings were placed on burns and patient is being treated appropriately according to clinical staff. No new device used and no device return.